Event description:
The following was reported to davol by another manufacturer: three months post implant of an ethicon device for repair of a right inguinal hernia, the patient had a bard/davol perfix plug implanted to "provide additional support." Three years post implant of the product, the patient began to experience pain which caused difficulty walking and performing light exercise, as well as difficulty urinating. The patient has been evaluated by a urologist who has not determined the origin of the voiding (urinating) difficulties. The patient is seeking additional medical opinion with another physician.

Manufacturer narrative:
Based on the information provided we were unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the patient's post operative difficulties. Additional information has been requested. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.